Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was torn. The investigation was performed to confirm the condition of the breaking portion. It was scorched and melted. And the coated portion was torn. There was a scorch mark on distal end of the cutting wire. The outer diameter of the cutting wire was measured. No abnormalities were presented. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions have not found in the device. The manufacturing record was reviewed and found no irregularities. Based on the confirmation results, additional information and previous investigation results, a likely cause of the cutting wire breakage might be the following. The cutting wire was out of a torn area of the coated portion while the forceps elevator of the endoscope was being up. As a result, the cutting wire had contact with the distal end of the endoscope. . In the state of being ¿1¿, the electric conduction was activated. The temperature of the cutting wire instantly became very high at the contact point. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire is duplicated by the following mechanism. The forceps elevator of the endoscope was being up. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope had contact with each other. In the state of being ¿2¿, the cutting wire moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *at a preparation for use, the user noticed that the tip of the device broke off. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 19, 2020, olympus medical systems corp. (Omsc) found that the cutting wire was broken off, and that the broken portion was scorched and melted.